Manufacturer narrative:
The lens was not implanted and therefore not explanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported that when they opened the zxt150 22.0 diopter intraocular lens (iol) container and flipped the door, a very small piece of plastic was observed by the technician on the lens. It looked like the plastic was a part of something that should not be on the lens. Therefore, the center did not use the lens and it never made it to the cartridge. They used the back-up lens instead and the surgery went well. No other information was provided.

Manufacturer narrative:
Based on new information from product testing, the following section has been updated accordingly: device evaluation; investigation results were updated to further address that there is no piece of plastic observed on the lens. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 8/24/2018. Device returned to manufacturer? Yes. Device evaluation: the product was received in a lens box. The sample was inspected by a qualified final inspection operator using 12x magnification. It can be seen that the lens is contaminated. This is expected as the lens was transported from controlled environment during manufacturing to a non-sterile, non-environmental controlled area. The condition of the return sample does not suggest the issue occurred during manufacturing. The complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.